Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time. It is indicated that the devices will not be returned for evaluation; therefore a failure of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Date of event: (B)(6) 2010; explant date: (B)(6) 2010.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.